Manufacturer narrative:
The insulin pump unable to prime during prime test due to faulty force sensor. Unable to perform basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly. The insulin pump passed the displacement test. No motor error alarms occurred during test. Motor tested ok.

Event description:
Customer reported hospitalization due to high blood glucose. The insulin pump alarmed motor error and no delivery. The blood glucose reading at the time of the event was over 500 mg/dl. Customer stated that he had abdominal trouble. Diagnosed diabetic ketoacidosis. Hospital treated with insulin drip. Nothing further reported.